Event description:
It was reported that when using the bd pyxis¿ es server, no transactions were crossing over to the server. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the transactions were not crossing over to the server. A technical support specialist (tss) connected to the medication enterprise server and accessed the enterprise server webpage to review configuration settings for the affected facility. The tss updated the synchronization change tracking chunk size to improve data synchronization and saved the changes. The tss monitored the station data synchronization to ensure proper recovery and confirmed that the station resumed communication with the server. The tss noted that the customer later verified the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.